Event description:
A user reported that recent blood glucose readings from their bayer contour next one meter were not being transferred to the glooko mobile application. As a result, the user was not able to access the new blood glucose readings on the glooko application. No adverse event was reported. Glooko engineering investigated the issue and was able to reproduce it in-house, and noted that the issue was only seen with readings from bayer contour next one meters. A software update was implemented to address the syncing issue with bayer contour next one meters and the investigation was closed.